Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had been wearing a pod for less then an hour the pods cannula had not deployed as it was not visible as well as the pink slide had not moved forward. The patient removed the pod from the insertion site.

Manufacturer narrative:
The returned device was evaluated and the device was received not deployed. Investigation results found the first priming sequence ended prematurely due to a rotational sensor malfunction, resulting in completion of the second priming sequence without the needle deploying. During investigation, the pod was successfully paired to a pdm, and completed priming and a 5u bolus. Rotational abnormalities were noted in the rerun data. The exact cause of this rotational sensor malfunction could not be determined. During investigation, the needle mechanism was reset into its loaded position. Rotation of the ratchet gear deployed the needle mechanism as intended.